Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.